Event description:
It was reported that the patient was having no therapeutic effect. On (B)(6) 2011, it was noted that the patient had stimulation in his legs, but not around the l4/5 area. The patient was not responding to 4 of the electrodes, but an integrity test had shown the electrodes were fine. The health care provider believed that the lead was in the proper location. The manufacturer's representative was able to reprogram the device on (B)(6) 2011 and the patient had a little more coverage. On (B)(6) 2011, it was noted that the device had been reprogrammed at least 8 times. The trial procedure was "wonderful", but the permanent implant was stated to not help at all. Stimulation was stated to be in the wrong location and that it wasn't helping the patient's lower back. On (B)(6) 2012, it was reported that the lead implanted in (B)(6) 2011, was "defective" and it "never worked properly." The lead was replaced in (B)(6) 2012. Three of the contacts were not working. The implantable neurostimulator was off for the prior 2.5 months since they could "not get the system working properly." The patient was going to have another back surgery due to a ruptured disc that occurred approximately two weeks prior. The patient could barely walk due to the pain. The patient was not able to put any weight on his left leg and was using a walker. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was not determined and it was unknown if it was device related. Reprogramming was done. The patient recovered without permanent impairment.

Event description:
Additional information received from the patient reported the therapy never worked from implant and two implantable neurostimulator (ins) devices were tried, but neither worked.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still never had therapeutic effect. The implant never worked since implant. He had a dozen reprogramming sessions and the implantable neurostimulator (ins) had not been on or charged in 2 years. There was a replacement done to try to correct the implant, but it was also unsuccessful in managing symptoms. The patient was planning to have the ins explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk, product type: lead; product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger; product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient. (B)(4).